Manufacturer narrative:
Philips service freed the cooling fans, tested fluoro and acquisition for 30-45 mins, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that system stopped screening mid-case due to eq2 convertor overtemp warnings on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.